Event description:
Event description boston scientific crm received information that the pacemaker's lead safety switch had been triggered for the ventricular lead. The lead impedance in unipolar mode is 230 ohms; previously it was 880 ohms. The caller noticed 3-4 second pauses in pacing earlier today. The patient did not feel symptomatic. The threshold is good but some chest wall stimulation was noted during testing.